Event description:
It was reported, the customer experienced a low blood glucose event. Customer's blood glucose was 25 mg/dl. The customer stated, the paramedics had to be call for treatment of their low blood glucose. Customer stated the paramedics treated them with a glucagon shot. It was also found the paramedics could not put an IV line into the customer. The customer's most recent blood glucose was 47 mg/dl. The customer has treated their blood glucose with food. Customer also mentioned they had gastroparesis. The customer declined to troubleshoot. No additional information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.